Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's detachable battery was replaced to address the issue. After replacing the detachable battery, a final and run-in tests, the battery and valve checks were performed on the device. The device was cleaned and was confirmed to be operational.